Event description:
The customer reported via phone call that the insulin pump alarmed no delivery 48 times within a month and a half. The customer stated that the alarms occurred during bolus attempts. The customer's blood glucose was not provided. The customer stated that he was unable to troubleshoot the alarm as this was a past event. The customer declined to return the infusion set and reservoir for analysis. He advised that he would treat with a manual injection. The customer was advised to call when the alarm was occurring in order to properly troubleshoot the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.